Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred some time in the year of 2019. Explant date: year of 2019.